Event description:
The manufacturer received information alleging an "out of order" occurred while the device was in patient use. There was no patient harm or injury reported with this notification. The device has been returned to a third-party service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging an "out of order" occurred while the device was in patient use. There was no patient harm or injury reported with this notification. During the evaluation of the device at third-party service center, a "ventilator inoperative" condition was identified. The device's board needs to be replaced to address the issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.